Manufacturer narrative:
Investigation results: based on device history record review, no abnormality was observed during the production of the affected batches. Current control there is an inspection on hub leak test assembly at the qa functional inspection. Actual root cause could not be determined as no sample were received for investigation. The complaint will be re-opened and re-investigated when actual sample is received.

Event description:
No additional information.

Event description:
It was reported by the customer that discovered needle to be faulty, as medication had leaked onto patient from needle attachment. Xxxxx mdip reference number (ID): (B)(4) date of incident (yyyy-mm-dd): (B)(6) 2026 site name/location: (B)(6) xxxx optional report to cmdsnet (health canada): incident details: patient requested prn hydromorphone sq, post administration it was discovered needle to be faulty, as medication had leaked onto patient from needle attachment. Writer unable to determine what entered patient versus what leaked out, nursing note made and care team made aware. Procedure: subcutaneous medication administration . Device information device name/description: needle eclipse safety 27 gauge x 0.5 inch use with luer lock tip syringe manufacturer: becton dickinson canada inc manufacturer code/model: 305758 serial or lot number: (B)(6). Device expiry date (yyyy-mm-dd): 2030-03-31 supplier: (B)(4). Supplier catalogue number: 308-305758 was the device retained? No investigation request expected type of investigation: lot review; report history/trend analysis; clinical contact information primary clinical contact (cc on final report): manager (cc on final report): xxxxxx.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.